Manufacturer narrative:
Additional information was received on (B)(6) 2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 325cc mentor memorygel breast implant, catalog # 3503254bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had a 325cc mentor memorygel breast implant placed experienced left sided breast and arm pain with the left breast appearing visibly smaller post procedure. The patient saw a physician who suspected left sided rupture. As a result, the device was explanted without replacement.